Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days post-implant, this pacemaker and right ventricular (rv) lead exhibited pacing impedance measurements of greater than 3,000 ohms. An intervention was performed. The lead was removed from the device and tested on the pacing system analyzer (psa) with normal measurements. The lead was reconnected to the pacemaker and no further issues were observed. No additional adverse patient effects were reported.